Manufacturer narrative:
Based on the medical records, it is unknown if the mesh may have caused or contributed to the reported event. The patient developed drainage from her wound nearly four years after the implant of a ventralex hernia patch. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The patient was also treated for adhesions, which is a known adverse event listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn at this time.

Event description:
The initial attorney report alleged pain, disability, disfigurement and loss of bodily function after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of a incarcerated ventral hernia with a ventralex hernia patch. A partial omentectomy anf mobilization of the colon was completed. On (B)(6) 2010 - patient admitted for feculent material draining for wound. Patient treated with IV antibiotics. On (B)(6) 2010 - patient underwent removal of the ventralex hernia patch. A colocutaneous fistula was identified with mesh noted to be imbedded within the colon. Lysis of adhesions was performed secondary to resection of the transverse coon fistula and debridement of the abdominal wall with primary closure.